Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only a portion of the sheath (imaging window) was returned. Device analysis revealed damages on the distal tip and the guidewire exit port assembly. Full catheter testing cannot be performed based on the returned condition of the device. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The length from the distal tip to the detached point 29.0 cm approx. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in stent and tip detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After the non- bsc wire passed through, intravenous ultrasound (ivus) was performed. Direct stenting was performed by 3 times dilations. After which, plain old balloon angioplasty (poba) was repeated outside the stent edge using 2.5 nc balloon. After poba, ivus was performed. However, when the ivus catheter was removed, it got stuck. Shortened deformation was observed in the stent distal as viewed under flouroscopy. The opticross¿ imaging catheter could be moved to the distal but it got caught and stuck inside the stent, and it became difficult to remove. When the physician tried to pull opticross¿ imaging catheter while pushing the 5.5f guideliner, the catheter got detached about 30cm from the tip and the fragment remained inside the patient's body. Retrieval of the fragments was performed by emergency procedure. Bypass surgery was performed. The procedure was not completed due to this event. The patient is currently hospitalized and doing well.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in stent and tip detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After the non- bsc wire passed through, intravenous ultrasound (ivus) was performed. Direct stenting was performed by 3 times dilations. After which, plain old balloon angioplasty (poba) was repeated outside the stent edge using 2.5 nc balloon. After poba, ivus was performed. However, when the ivus catheter was removed, it got stuck. Shortened deformation was observed in the stent distal as viewed under fluoroscopy. The opticross¿ imaging catheter could be moved to the distal but it got caught and stuck inside the stent, and it became difficult to remove. When the physician tried to pull opticross¿ imaging catheter while pushing the 5.5f guideliner, the catheter got detached about 30cm from the tip and the fragment remained inside the patient's body. Retrieval of the fragments was performed by emergency procedure. Bypass surgery was performed. The procedure was not completed due to this event. The patient is currently hospitalized and doing well.